Event description:
Patient (pt) arrived as transfer from other hospital, requiring pressors and blood products during transport r/t hypotension. Upon arrival, transitioned to b braun pumps with levo, vaso and epi; mte initiated for continuing hypotension. Primary rn (registered nurse) and additional rn were at bedside when noticed hypotensive to map (mean arterial pressures) of 50s and decreasing. Upon investigation, levo infusion had transitioned to kvo (keep vein open) without audible alarm and volume still left on pump. Required additional blood products, reprogramming pump and upward titration of other vasoactives to prevent further hypotension.